Manufacturer narrative:
Software error bad pointer, impossible default case, parameter out of range, etc. Error during rewinding due to faulty mother board.

Event description:
It was reported that the display was leaked but readable. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.